Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the evaluation has shown that one of the three prongs is broken off. The other prongs are bent inward. Due to these damages, it is not possible to check the relevant dimensions. In general, the device is in a used condition with visible stress marks on the hexagon and at the coupling piece. The manufacturing documents were reviewed with no complaint related issues found. The lot of nineteen (19) pieces was manufactured in july, 2013. The investigation review has shown that the correct material was used and that the hardness was (B)(4), which is within the specifications of (B)(4), per the drawing. The fracture face is homogenous, which indicates material conformity. Based on these findings, a manufacturing related issue can be excluded. The exact root cause cannot be definitively determined based upon the provided information alone. However, the returned condition with bent prongs is consistent with excessive off axis force to the distal tip. It is most probable that rough handling during surgery and/or not fully attaching the devices together has led to this complaint condition. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was further clarified that no broken pieces of the device were left in the patient.

Manufacturer narrative:
Report was initially submitted on (B)(6) 2015, but the FDA site was down. Advised by FDA on (B)(6) 2015 to resubmit medwatch. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: july 8, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the distal end of an instrument broke off during an unknown procedure on (B)(6) 2015. Per reports, the "normal technique" was adhered to during utilization. The surgery was not prolonged. This report is 1 of 1 for (B)(4).